Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients was not shown at multiple station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not showing at multiple stations. A technical support specialist (tss) dialed into the server and restarted the external messaging service. The carefusion coordination engine (cce) interface services utility (build 1) package was deployed successfully. Two xml files were found stuck. Tss advised assigning the ticket to a product support engineer (pse) for further review. A query was run to verify local date and time and admit discharge transfer (adt) and rde orders messages were confirmed to be crossing to the es server through the cce interface. The system functioned as intended after technical support specialist troubleshot the device.